Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to perform several troubleshooting steps, including disconnecting the tubing from the site, tightening connections, and delivering boluses at different stages. Customer was advised to replace supplies and resume insulin.